Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced leaking tubing at pinch valve (vl57) to resolve the issue. The fse then performed verification of the instrument which met the specified requirements.

Event description:
A customer reported that 2 ml of diluent leaked from the lh750 instrument. The needle bellows were not draining and tubing was leaking. The fluid was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. In addition, no erroneous patient results were generated in connection with this event.